Manufacturer narrative:
The reported event was confirmed, since the touchscreen on the returned device was confirmed to be inoperative. The cause of the issue was determined to be moisture infiltration of the touchscreen. Based on a review of previous investigations, if the touchscreen is sprayed with a cleaning solution, or some excess liquid happens to pool at the base of the touchscreen, then some of the liquid could potentially infiltrate the touchscreen by a wicking action.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen froze, resulting in the procedure being delayed after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen froze, resulting in the procedure being delayed after the patient was under local anesthesia. There were no patient or user injuries and no adverse consequences.